Event description:
It was reported, that "the device kinked and the catheter could pass thru the cannula." Limited info provided. The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date of this report.

Event description:
It was reported, that "the device kinked and the catheter could pass thru the cannula." Limited information provided. The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date of this report.